Manufacturer narrative:
Continuation of d10: product ID 97745 serial (B)(6) : product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 , information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The reason for call was patient (pt) stated that when they try to make adjustments to their settings in certain positions, it is not staying and the settings change for all positions. Patient stated they like to keep the laying down intensity at 1.0 because if it's too high it bothers them, but then when they go to stand up the settings will still show 1.0 instead of 1.4 where they want it. Patient demonstrated for agent on the call and was in the upright position and changed all intensities for all programs to 1.4 in groups a, b, and c. Patient then laid down and said they all still show 1.4, so patient brought the intensity down to 1.0. Patient then stood back up and said the intensity was set at 1.2. When asked for event date, patient went on to say that for a couple months they got in the habit of turning the stimulation off at night because of fasciculations in the legs and arms, but for the last two nights they left it on but had to lower the stimulation down to 1.0 because it was up to 1.4 when they laid down. Agent recommended patient try waiting 5 minutes between each adjustment before moving positions or switching groups. Agent recommended if this does not resolve the issue to follow up with their hcp to have the programming checked. Patient was very difficult to follow throughout the call and would go on tangents throughout the conversation. On (B)(6) 2022 the patient called back and said they are still having issues with their adaptive stim programming. Caller stated they have had no luck after reaching out to their hcp. Caller also stated they haven't gotten relief for about a year now and are in a lot of pain. Caller commented that sometimes they have to turn off stimulation at night because "it has a mind of it's own" and effects their head and eyes. Pss reviewed information and sent email to field for visibility. On (B)(6) 2022 , the patient called back and repeated previously reported issues. Pt feels that their programming parameters are not consistent and when the pt tries to adjust the stim levels the pt is going from 1.4 to 1.0. Pt feels the issue is with the controller. Patient services (pss) is sending a request to repair team for the controller. Patient services -pss did suggest pt connect with the field rep if pt still has these issues with the new controller.